Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The electrically leaky filter depleted the internal hlc batteries. The customer received a replacement device.

Event description:
The customer initially reported that their device was displaying the charge-pak and attention icons. After an evaluation of the device by physio-control, it was observed that there was internal electrical leakage which was depleting the internal hlc batteries. This caused the device to not stay powered on long enough to effectively deliver defibrillation therapy to a patient, if needed. There was no patient use associated with the reported failure.